Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a piece of the male luer broke off into the female luer on patient's IV line. The nurse had to de-access and re-access the patient's port-a-catheter due to the broken male luer. The customer further states that they use prevantics swabs to clean the IV access point prior to connecting the tubing set, however, they do not use curos caps. There was no report of patient harm.